Event description:
It was reported that several years ago, a lead had broken in a motor vehicle accident. The patient needed an MRI of her arm and the system was getting removed the day of report. The lead broke where it entered the epidural space. It was known and seen on x-ray before the procedure started. The lead was not damaged during the procedure, but upon removal the lead piece with electrodes was left in the body. It was not clear if the fragment was retrieved.

Event description:
Additional information received reported that a neurosurgeon removed the rest of the lead, and that no part of the device remained in the patient. No further information was reported.

Manufacturer narrative:
Product ID, 3778-60 lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead; product ID, 3778-60 lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead; product ID, 37752 lot#, serial# (B)(4), implanted: explanted: product type recharger; product ID, 37743 lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).